Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Sample material was requested for analysis, but there was no sample material left for investigation. The customer later confirmed that the (B)(6) confirmatory test was done in a reference lab and they assume that the method used was immunoblotting, not the roche hbsag confirm assay. No (B)(6) was found with the hbsag confirm assay. (B)(6) with the roche hbsag assay may occur with the assay due to the assay specificity of 99.98%.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the (B)(6) on a cobas e411 analyzer. The erroneous result was reported outside of the laboratory to the doctor. The sample initially resulted as 1.50 coi ((B)(6)) when tested with the (B)(6) test on the e411 analyzer. This same sample was repeated for (B)(6) and the result was the same; (B)(6). For this reason, a new sample was then collected from the patient. The second sample was tested for (B)(6) and resulted as 0.450 coi ((B)(6)). Both samples were sent to another hospital for testing on a different e411 analyzer and the repeat results obtained from both samples were said to be the same as the original results. Both samples were then analyzed by a "plate" method at the other hospital and the results for both samples were (B)(6). The first sample was sent to a reference laboratory and tested with an unknown method, where it resulted as (B)(6). The first sample was then tested for (B)(6) confirm, where it resulted on the e411 analyzer as follows: the patient sample with the control reagent result was 1.69 coi and the patient sample with the confirmation (B)(6) result was 0.452 coi. When calculating for percent neutralization, the sample would be confirmed (B)(6) confirm test. (B)(4).